Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there were artifacts in an image acquisition. It was noted that the artifacts were a perfect circle on the middle of the spinal cord in two slices. A second image acquisition was performed where the artifact moved 4mm anterior to the bone, which was subsequently used for the procedure. There was a reported delay to the procedure of 30-45 minutes due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.